Event description:
Boston scientific was notified of the following event through a user facility submitted medwatch report forwarded from the FDA: a cerebral vessel embolization procedure was attempted, but was unsuccessful due to the pt's tortuous artery system and coil fragment breakage. The fragment was removed via a microvena snare.